Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with refline (1 gram once daily, route not reported), tobramycin (40 milligrams once daily, route not reported) and heparin 500 iu/l (frequency and route not reported) for peritonitis. Patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: the cause of the event was reported as constipation. The day after the event onset, the patient was hospitalized for peritonitis. The refline and tobramycin were administered intraperitoneally and were discontinued on the same day they were started. Also that same day, the patient was switched to intraperitoneal vancomycin (2 gm once every four days), intraperitoneal fortum (1 gm daily) and intraperitoneal amikacin (1 gm daily) for peritonitis. On the same day as receipt of this report the patient was deemed recovered. At the time of this report, the vancomycin, fortum, and amikacin remained ongoing and the patient was still hospitalized. Should additional relevant information become available, a supplemental report will be submitted.